Manufacturer narrative:
Investigation is on-going. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported two patients' samples generated false positive sars-cov-2 results while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01214y, serial number (B)(4)). One sample was retested on the same liat and it generated positive sars-cov-2 results. They retested the samples on kaigen kaistat dx that is supposed to have higher sensitivity and they got negative results. The same samples were tested along with repeat samples from the patients. Eight retests were performed. The results were released. It is unknown if there was harm as a result of the reported event. 2 mdrs are being submitted; one for each patient.

Manufacturer narrative:
During the course of the investigation, the customer shared that samples are collecting a combined nose and throat samples with copan enat 2ml collection kit with included flocked swab, which is an off-label kit. Instrument data was provided and reviewed. A systems assessment was performed with the following outcome: for the 3 alleged runs, the pcr curve for sars-cov-2 showed a real amplification and a clear exponential elevation of the pcr growth curve, thus it cannot be confirmed to be called as false positive (1 of the run has a low titer). There was no evidence of a hardware issue nor tube leakage seen for these runs and no potential false positive samples were identified in the provided data set (total of 296 runs). It was not recommended to send this analyzer back for repair as there was no hardware related problem identified. The customer shared that their environmental monitoring indicates a mass viral contamination in the poc testing site on safety hoods, benches, and liat instruments. Containment and clean up measures are urgently underway. This may be the cause for the numerous sars-cov-2 positive results at this site which generated multiple complaints. Also of note, the qiastat-dx sars-cov-2 respiratory panel limit of detection (lod) is published as 500 copies/ml where the liat scfa assay sars-cov-2 assay lod is published as 12 copies/ml which indicates a much more sensitive test. As such, results with one assay may not be reproducible with a different assay. Please see the method sheets for each assay for this information. (B)(4).